Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode. Cardiac oversensing was observed. Technical services reviewed the available device data. The patient's heart rate at the time of the episode was about 150 bpm with good r-wave amplitudes observed. However, the morphology changed, likely due to the patient's activity and/or body movements, and intermittent oversensing and undersensing were noted due to the high and low amplitude fluctuations. Technical services recommended testing the primary and secondary vectors at heart rates of about 170 bpm to check for potential oversensing and to try to reproduce the morphology change observed in the untreated episode. The alternate vector had very small r-wave amplitudes and did not appear suitable. Also, x-rays could be considered to verify the system position. No adverse patient effects were reported. It was later reported that some troubleshooting was performed. An exercise test was done and the patient's heart rate was elevated to 180 bpm, but no morphology change or significant drop in amplitudes could be reproduced. The primary vector showed appropriate sensing with some sporadic low r-wave amplitudes, but nothing matching the untreated episode. X-rays were reviewed and good system placement was noted. The untreated episode was stored in the primary vector. Data from the troubleshooting found acceptable amplitudes in both the secondary and alternate vectors as well, with normal sensing observed. No programming changes were reported, and technical services discussed further testing of the sense vectors could be performed with patient movements and different posture changes. No further episodes have been reported. In (B)(6) 2020, the patient received several inappropriate shocks due to t-wave oversensing and diminished r-wave amplitudes. In (B)(6) the s-ICD system was explanted and replaced with a transvenous system. The explanted products were not returned for analysis. No additional adverse patient effects were reported.